Manufacturer narrative:
Patient; if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient's pump "went dry and was 2cc short" and the alarms did not activate. The environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. Interventions/actions that were taken to resolve were unknown. At the time of this report, it was unknown if the issue was resolved and patient status was alive- injury. No further complications were reported.